Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that when the sensor was removed, there was a lump on the patient's lower abdomen area approximately 1 inch by 1 inch in size. Patient was taken to the pediatrician on 07/17/2018 and was given antibiotics. Additionally, on 07/22/2018 the patient¿s mother reported that the patient was taken to see the doctor again on (B)(6) 2018. The lump on the skin was cut open and there was some pus, and the doctor took a sample to be tested. On (B)(6) 2018 the patient¿s mother reported that the test results confirmed that the skin reaction was a staph infection. At the time of contact, it was indicated that the patient was in okay condition. No additional event or patient information is available.